Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after the pump was disconnected from a power source and the pump stopped all insulin delivery. The customer stated that their blood glucose level was affected but declined to provide a specific value. It was indicated that the customer had manual injections as alternate insulin therapy available.